Manufacturer narrative:
The reported events were lead dislodgement, loss of capture and twiddler¿s syndrome. As received, a complete lead was returned in one piece. The reported event of loss of capture was not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that the all three leads, the right atrial, the right ventricular and the left ventricular leads exhibited loss of capture. It was noted that the patient had a severe case of twiddlers syndrome. Chest x-ray revealed the leads were dislodged. The leads were explanted and replaced. The physician used a special suture to tie down new leads so the leads are not twiddled or moved. The patient was in stable condition post procedure.